Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with syncope and intermittent loss of capture. It was found that the right ventricular lead had a microdislodgement. External pacing was applied to sustain the patient and reprogramming was done with eventual capture. The lead was subsequently repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.